Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit k6,k7&k8 test failed. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information poc: (B)(6). E1: (event site postal code: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) found the k6,k7,k6a and k8 test failed to fix the issue, replaced drive manifold and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a